Manufacturer narrative:
(B)(6). Occupation: product complaint analysis.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir caused multiple "no disposable" alarms on a pump. There was no patient injury.